Manufacturer narrative:
Reported event of clip falls inside the patient in an open state. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was attempted to be deployed in a retroflex position and an audible pop was heard as the clip was deployed; however, the clip had fallen off inside the patient with the clip arms bent backwards. A rat-tooth forceps was used to retrieve the clip and the procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the returned resolution 360 clip device found that the device was fully deployed and the clip assembly was located inside the package. The clip was bent and in an open position. The clip was not locked into the capsule. A kink in the control wire was noted. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was attempted to be deployed in a retroflex position and an audible pop was heard as the clip was deployed; however, the clip had fallen off inside the patient with the clip arms bent backwards. A rat-tooth forceps was used to retrieve the clip and the procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.